Event description:
The customer reported that a patient had an allergic transfusion reaction after they were transfused with platelet products collected on trima (sdp non -pas transfusion). Was collected on (B)(6) 2023 (non pas), and transfused on (B)(6) 2023. The customer declined to provide procedural details, patient information, and patient outcome. The set is not available for return for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to the aabb circular of information for the use of human blood components (revised 2017), allergic reactions frequently occur (ie, 1-3% of plasma-containing components) as mild or self-limiting urticaria or wheezing that usually respond to antihistamines. More severe manifestations, including respiratory and cardiovascular symptoms, are more consistent with anaphylactoid/anaphylactic reactions and may require more aggressive therapy. No laboratory procedures are available to predict these reactions. Anaphylactic reactions, characterized by hypotension, tachycardia, nausea, vomiting and/or diarrhea, abdominal pain, severe dyspnea, pulmonary and/or laryngeal edema, and bronchospasm and/or laryngospasm, are rare (<10/100,000 transfused units) but dangerous complications requiring immediate treatment with epinephrine. While these reactions have been reported in iga-deficient patients with anti-iga antibodies and patients with haptoglobin deficiency, most reactions are idiosyncratic and not associated with a specific serum protein deficiency, polymorphism, or identifiable cause. Root cause: a root cause assessment was performed for the allergic reactions. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set. Hypersensitivity to the components inside the disposable set. Anaphylactic reactions have been reported in iga-deficient patients with anti-iga antibodies and patients with haptoglobin deficiency, most reactions are idiosyncratic and not associated with a specific serum protein deficiency, polymorphism, or identifiable cause. Immediate hypersensitivity reaction via production of ige antibodies in response to allergens in the transfused product. Passive sensitization via passive transfer of donor allergens or donor antibodies (e.g. Allergen-specific ige); transient allergic sensitivity to allergens.

Event description:
The customer reported that a patient had an allergic transfusion reaction after they were transfused with platelet products collected on trima (sdp non -pas transfusion). Was collected on (B)(6) 2023 (non pas), and transfused on (B)(6) 2023. Patient information and outcome is not available at this time. The set is not available for return for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.